Event description:
A consumer reported that on the first day following intraocular lens (iol) implant surgery, the surgeon noted the iol had moved. The surgeon repositioned the lens in a secondary surgical procedure. The consumer reported he was told his eyes were dry and had been prescribed artificial tears. The consumer stated his vision is still very foggy. In a f/u, the surgeon reported the iol did not cause or contribute to the event. The event resolved following the oil reposition procedure.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 07/18/2011 by fax and mail. A completed questionaire was received on 07/22/2011. (B)(4).